Event description:
The surgeon was placing a cortical screw during a bilateral forearm fracture repair and the handle of the screwdriver shattered. The pieces that fell into the patient were retrieved and the area was irrigated. Another device was available to finish the procedure. The procedure was still ongoing when the consultant called so the procedure outcome and patient status were not provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.